Event description:
Rptr believes implants are the cause of the following illnesses: arthritis, alopecia, rash, neurological symptoms, extreme fatigue, muscle weakness, dry eyes, mouth, hair and vagina, gynecological problems, vision problems, muscle pain, capsular contractures, nausea, headache, chest pain and burning, hypertension, numbness in arms, possible degenerative joint disease, choking, cognitive memory loss and weight gain. Rptr states most problems are documented medically. Although no diagnosis of silicone poisoning. Event date: 7/22/80.